Event description:
It was reported that the device had a potential premature battery depletion, even though the patient was never paced and there were no device therapies. The implantable cardioverter defibrillator (ICD) was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary #(B)(4) - the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device met 49% of the expected longevity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.